Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling on their own. It was stated that it has been happening intermittently over the last couple of months. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.